Manufacturer narrative:
This pt presented to the cardiac catheterization unit with unspecified symptoms and in-stent restenosis of two previously placed cypher stents was found. Approx 14 months earlier, a 3.5x23 mm cypher stents was deployed in the distal right coronary artery (rca) followed by an overlapping 3.5x18 mm cypher stent in the posterior descending artery (pda). Lesion and vessel characteristics of the original lesion are not known. When the pt returned, there was 90% stenosis present and the vessels were highly calcified and moderately tortuous. To treat the restenosis, a 3.5x23 mm cypher stent was being delivered but then became stuck on the stent struts of the previously implanted 3.5x23 mm cypher stent. Therefore, a buddy wire was used to deliver the stent ot the target site but the cypher would not cross through the previously implanted 3.5x23 mm cypher stent. So the physician suspected that the guide wire was passing through the strut of the previously implanted cypher already mentioned; so, it would not advance. So the guidewire was re-introduced again and the cypher stent was delivered through the previous stents without any difficulty. After positioning the cypher for implant at the target lesion, negative pressure was applied inside the pt and the physician confirmed back flow into the inflation device. Therefore, the physician retrieved the cypher and a different cypher of the same size was deployed instead. The procedure was successfully completed and there was no injury to the pt. Pleas note that this product, is not distributed in the united states. However, it is similar to the us distributed cxs. It is also not available for testing and evaluation but has not yet been received. Additional information received will be submitted within 30 days upon receipt. This is one of three products associated with this pt that were reported under the following manufacturing numbers 9616099-2007-01309 and 9616099-2007-01310.

Event description:
During treatment of an in-stent restenotic lesion, balloon leakage from the stent delivery system was confirmed. The device was removed and another one was used to finish the procedure.